Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the black box showed one unexplained power on reset complaint date immediately following a rewind attempt, and following a low battery warning and a low battery alert. A cartridge and battery change occurred during power on reset. The pump powered up with the returned battery cap. The battery cap was unable to be fully tightened. The battery cap measured within specifications. No evidence of contamination was found in the battery compartment. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots, loss of primes, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. A no power event was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked in the thread area and from the thread area to the case seal. (B)(4).